Manufacturer narrative:
The patient samples were requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) and elecsys testosterone ii (testosterone ii) on a cobas 6000 e 601 module compared to the abbott, autobio and beckman methods. This medwatch will cover testosterone ii. Refer to medwatch with patient identifier (B)(6) for information on the estradiol iii results. Refer to attached data for the patient results. The roche results were reported outside of the laboratory. The doctors believe the results from the other methods better correspond to the patient¿s clinical condition. The e601 module serial number was (B)(4).

Manufacturer narrative:
Three samples from the patient were submitted for investigation: 21-jun-2022 (sample 1), 24-jun-2022 (sample 2), and 26-jun-2022 (sample 3). The samples were tested on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer: sample 1: testosterone 262 ng/dl (e601); testosterone 278 ng/dl (e411). Sample 2: testosterone 270 ng/dl (e601); testosterone 299 ng/dl (e411). Sample 3: testosterone 347 ng/dl (e601); testosterone 311 ng/dl (e411). Sample 1: estradiol 2088 pg/ml (e601 with a x10 instrument dilution); estradiol 2080 pg/ml (e411 with a x10 instrument dilution). Sample 2: estradiol 5117 pg/ml (e601 with a x10 instrument dilution); estradiol 4379 pg/ml (e411 with a x10 instrument dilution). Sample 3: estradiol 7176 pg/ml (e601 with a x10 instrument dilution); estradiol 6840 pg/ml (e411 with a x10 instrument dilution). The 3 samples underwent interference testing. No interfering factors were identified. For the high estradiol results: the patient is taking diane 35 which contains ethinylestradiol which is a type of steroid medication that may interfere with this test. Product labeling states: "steroid drugs may interfere with this test." For the testosterone results: further clarification is not possible with available testing methods and the current state of the art.